Event description:
It was reported that the patient received inappropriate therapy from the right ventricular lead due to t wave oversensing (twos). A patient electrolyte imbalance increased the size of the t waves and led to the oversensing. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.